Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. The customer connected the pump to a power source and the pump turned on. Subsequently, the personal profile settings were noted to be missing. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections available as alternate insulin therapy.